Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have two broken grip cables at the proximal end within the housing. The grip cables were fully broken at the clamping pulley of both grip input disk. This failure causes the grip cables to appear loose in the distal end. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found a broken pitch cable, dislodged main tube holder and main tube and dislodged proximal clevis. Additional observation(s) related to the customer's complaint: the instrument was found to have one of the pitch cables broken at the proximal end in the housing. The pitch cable was broken at clamping pulley. The clamping pulley did exhibit signs of residue that would have contributed to the broken cable. Components adjacent to this broken pitch cable show damage. The main tube holder and main tube are dislodged, the proximal clevis was found to be dislodged, and the grip cables are broken. The instrument was found to have a dislodged main tube holder from the proximal end housing. The tube holder is not in its original position. This causes the main tube to move up and down freely. Components adjacent to this dislodged main tube holder show damage which may indicate potential mishandling/misuse. The main tube is dislodged, the proximal clevis was found to be dislodged, and the grip and pitch cables are broken. The instrument was found to have a dislodged main tube from the proximal end housing and from the proximal clevis on the distal end. Components adjacent to this dislodged main tube show damage which may indicate potential mishandling/misuse. The main tube holder is dislodged, the proximal clevis was found to be dislodged, and the grip and pitch cables are broken. The instrument was found to have a dislodged proximal clevis. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage which may indicate potential mishandling/misuse. The main tube holder and main tube are dislodged, and the grip and pitch cables are broken. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. The root cause is attributed to a dislodged main tube holder. Common causes of the failure mode dislodged instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.